Event description:
Reporter alleged the meter read 150mg/dl at 10:30 and took 30 units of insulin and then passed out it was reported an hour later he drank juice and meter read 80mg/dl so he went to the doctor's office where meter read 100mg/dl at 11:30. Reporter stated being treated with dietary adjustments and sent home. A request was made for the return of the suspect device and replacement product was sent.